Event description:
It was reported that there were high and low impedances following a dual implantable neurostimulator (ins) replacement surgery (reported in manufacturer¿s report # 3004209178-2013-16308 and 3004209178-2013-16313). The reporter stated that one side of the patient¿s brain had high impedances and the other side had a short. It was noted that the right side had high impedances. The patient stated that the device was helping him 80% therapeutically. The health care provider (hcp) reportedly believed that the patient could improve more with a ¿replacement lead positioning.¿ it was noted that the patient was left handed and was able to use the left hand with good tactile ability. It was also noted that the patient used a walker instead of a wheelchair, which reportedly indicated that the patient was getting a therapeutic response from both sides. Approximately two weeks later, it was reported that the hcp had told the patient that ¿between 1<(>&<)>3 contacts of the wires¿ were not working right. The patient was reportedly told that the wires would ¿last forever¿ or for a longer period of time than they did. Additional information has been requested but was not available as of the date of this report. Reference manufacturing report # 3004209178-2013-16447 for patient's right side ins

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostim ulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v245964, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v252498, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v245964, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v252498, implanted: (B)(6) 2009, product type lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. Product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
It was later reported the patient needed an MRI of the head/brain which was related to the device for work up for a lead revision surgery. Impedances on the left implantable neurostimulator (ins) showed less than 29 ohms on 1/3 and right ins showed 3567 on c/0. The event date was unknown. It was noted impedances on the date of this report for the right side were c/0-3567, 0/1-2577, 0/2-3420, 0/3-3749 ohms and all electrodes fell in a range between 1000-3749.